Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A material manager reported that following an intraocular lens (iol) implant procedure, the was prescription was off, wrong power. The iol was exchanged for a difference of one and a half diopters. Additional information was provided indicating that the even resolved with treatment.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens cartridge combination used. The product investigation could not identify a root cause. (B)(4).